Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alert and pump was not logging data despite being in use. Tandem technical support reviewed pump data and did not observe any alerts that would have indicated data was missing. Blood glucose was 88 mg/dl. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
Tandem engineer reviewed pump data and confirmed there were missed readings.